Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Revision t4-pelvis spinal fusion. Patient presented with x 2 broken rods. She had her original surgery on (B)(6) 2012 for very severe kyphosis (t4-pelvis) and has been very good for 3 years. The surgeon replaced the rods and x 6 screws as was necessary. The patient did not appear to have any issues immediately post operation. Patient had broken rods in (B)(6) 2012. X-rays are available.